Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? You indicated that you had three lots of surgical mesh, but the mesh broke into pieces. Please indicate the product code and lot number of the specific mesh that broke into pieces. Who determined that the mesh was broken into pieces, and how was this determined? Were the meshes used in the same procedure? For what procedure(s) were the meshes used? You indicated that you will require further surgery. Have you undergone another surgery for the mesh?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and the mesh was implanted. It was reported that mesh was broken into pieces and also caused peri aortic fibrosis. It was also reported that patient is under surgeons and has to have further surgery.